Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(4) 2018, a field service engineer (fse) confirmed the transfer mechanism claws were not operating smoothly. The fse replaced the cup picking assembly, performed alignment, and cup transfer evaluation three (3) times without any further issues. The customer calibrate the instrument and ran quality controls; all within acceptable range. No further action was required by the fse. The aia-2000 instrument was working within specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 27-dec-2016 through aware date 27-jan-2018. There were two (2) similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under a4. Appendix 4: error messages, states the following: 4401 incubator rotation motor home detection failure. Cause: the home sensor failed to activate after the incubator rotated toward the home position. Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to a faulty cup picking assembly.

Event description:
On (B)(6) 2018, a customer reported getting 4401 incubator rotation motor home detection failure error message on the aia-2000 instrument. The customer was down and unable to run and requested service in order to further investigate the issue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for myoglobin (myo), cardiac troponin I (ctnl2), and beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.